Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected battery out limit alarm noted. The pump also had broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer was walking at the time of the alarm. Customer also reported the insulin pump is chipped or cracked at the battery compartment opening and there is discoloration near the end cap. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would not be replaced or returned for analysis.